Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows:procedure: it was reported that a trauma proximal femur fracture occurred. The drill sleeve has jammed inside the protection sleeve for the pfna blade. The surgeon performed surgery without sleeve, no delay in procedure. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: protect sleeve 16/11 f/pfna blade. Device is not distributed in the united states, but is similar to device marketed in the USA. Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Manufacturing location: (B)(4); manufacturing date: 18th december 2007. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: instrument received without the original packaging. The laser etching was readable. There were traces of utilization visible at the metal-nose; the diameter is impressed in this region. A device history record review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. All dimensions, relevant for the function of the product were measured. In the result all of them fulfill the specifications, except the inner diameter of the protect sleeve 16/11 f/pfna blade in the region of the metal nose. No manufacturing related issue was identified. Based on the received information we cannot determine the exact root cause, but it is likely that too much force and/or wear and tear over the years led to the damage. No product fault could be determined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.